Manufacturer narrative:
H4: the device was manufactured from april 17, 2020 - april 23, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under infused during a patient infusion. This was further described as "after required time,there was approximately 1/3 left in the device¿. The device was initially connected to the patient in the hospital at 1200 noon the previous day. The device had been filled with flucloxacillin 8000mg in sodium chloride 0.9% and was attached to the patient via a peripherally inserted central catheter (PICC line). As a result, the patient was given an additional dose of antibiotic to complete the therapy dosage. There was no patient injury associated with this event. No additional information is available.